Event description:
It was reported that the patient underwent prophylactic generator replacement due to pain and discomfort in the left chest and shoulder area due to the generator physically moving around. It was reported that the discomfort was not associated with device stimulation. The surgeon indicated that since he would be repositioning the device he wanted to prophylactically replace the generator at the same time. It was reported that the old generator was explanted from the axilla area and the new generator was implanted through the same incision, but was placed more medially and secured with a suture. It was reported that the hospital policy requires that all explants be sent to the pathology department. It is unknown if the generator was secured per device manufacturer's recommendations during the initial implant surgery. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
Follow up with the physician found that patient manipulation or trauma is believed to have caused and/or contributed to the generator migration. The pain was first observed in (B)(6) 2010. No other information was provided.

Event description:
An implant card was received on (B)(4) 2013 indicating that the (B)(6) 2013 revision was due to prophylactic reasons. The explanted device has not been returned. Attempts for additional information have been unsuccessful.